Event description:
During routine testing of the device at the service center, the service technician reported the cable guide was cracked. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.